Event description:
It was reported that a home pd system kaguya set leaked. This issue was further described as ¿liquid leak occurred inside the kaguya front door." This was observed during use of the device for automated peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.